Event description:
On the event date pt underwent placement of model aa-4204vf intra-ocular lens in their left eye. The surgeon was inserting the lens into the posterior chamber with the lens prolapsing into the vitreous, when he noticed a tear in the posterior capsule. He then performed a mechanical vitrectomy. The surgeon did not feel the causation of the tear was the lens.